Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's needle did not insert into skin indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible after removing the pod.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 29 pulses, 18 of which were first prime pulses, before being deactivated. No timeouts or alarms were observed, however rotational sensor malfunctions were observed. The device was reset, paired to a master pdm and asked to deliver a 5u bolus. Replicated rotational sensor malfunctions were observed in the rerun data. The commutator cap was investigated and contamination was observed on the com cap. The contamination caused the rotational sensor malfunctions, which caused the priming sequence to end earlier than expected, which is why the device did not deploy.